Event description:
Customer reported the brake had not been properly attached. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the steering coupling. System operates as intended.